Event description:
A malfunction known as malfunction 16-0x20e6 was reported, leading to the requirement for a pump replacement. The customer did not disclose whether their blood glucose level exceeded 500 mg/dl and no specific blood glucose level was provided. The pump was replaced under warranty, and the customer was informed of the necessity to return the problematic pump to tandem within ten days using a pre-paid label. Although the customer did not specify their backup therapy, technical support confirmed the shipping address and provided storage mode instructions for transport.